Manufacturer narrative:
The events of "swelling and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis.

Event description:
Patient reported 6 months after injection with juvéderm® volbella® xc and juvéderm® voluma® xc the patient experienced swelling in the cheek. Patient visited healthcare professional who confirmed infection and treated with an antibiotic and enzyme. Now has swelling around the lips. This is the same event and the same patient reported under MDR ID #3005113652-2018-01771(allergan complaint # (B)(4). This MDR is being submitted for the first suspect product, juvéderm volbella® xc.